Event description:
It was reported that at 12,938 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber. Time expended: 03:39 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal site of fusion zone at the bevel edge; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).